Event description:
The facility's nurse practitioner reported an infusion pump that was involved with a patient reaction during use. In 2002, 16 hours post operation for bowel resection for diverticulitis, a patient was found unresponsive and flat-line on cardiac monitor. The patient cardiac rhythmn was re-established, but the patient remains unresponsive. The patient remains mechanically ventilated at this time. The clinican reports to the best of their knowledge pump was programmed correctly. She states the cause of the patient's cardiac arrest remains unknown. The patient was receiving a solution of marcaine 0.1% and fentanyl 3 micrograms per ml in a total volume of 223 ml. The pump was set to deliver a basal rate of 7 ml/hr, using 2l3512 epidural tubing. During a follow-up phone call to the nurse practitioner on 11/11/2002, it was learned that the patient expired (date unknown).